Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04224, 0001825034 - 2019 - 04232.

Event description:
It was reported that during inspection, several items were identified with non-conformances such foreign debris found in the sterile packaging, as well as damaged sterile packaging. No adverse events have been reported as a result of the malfunction. No additional information is available.